Event description:
On (B)(6) 2014, the patient underwent trial procedure. Post-operation, effective coverage/stimulation could not be obtained due to lead migration. In turn, the doctor decided to remove the lead as a precaution to infection. As a result, two replacement leads were implanted. The replacement leads resolved the patient's issue.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.